Manufacturer narrative:
H6: device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found the haptics bent/deformed. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B4 - date of this report: 29-nov-2023 corrected to 30-nov-2023 in initial MDR. Claim # (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.00/2.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens. The exchange resolved the problem. Cause is reported as unknown.